Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer will reportedly change the cartridge to address the issue. Customer's blood glucose level was approximately 125 mg/dl.